Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a blood glucose reading of 499 mg/dl. The customer stated that she experienced high blood glucose and nausea. The customer also stated that he had backsurgery, and got an infection. The customer was also taking medication for the infection. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer's blood glucose was 415 mg/dl at the time of the call, and she stated that she wants to speak to her spouse about whether or not she should go to the emergency room or monitor her blood glucose levels. Advised the customer to call back once she's feeling better. Nothing further was reported.